Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on the available device data. There was no indication of a device malfunction. The file is closed. The investigation will be re-opened should additional data or device itself become available.

Event description:
Ous MDR - it was reported that approx. 24 months after the implantation, intermittent loss of capture was observed. The patient was admitted to the hospital and a follow-up was performed. The device remains implanted.